Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up and upon interrogation, the pulse generator exhibited a premature elective replacement indicator. No patient symptoms were noted. The patient would be monitored.